Event description:
It was reported that during an implant attempt, the ventricular lead was advanced over a guidewire into the target vessel and then got stuck on the guidewire. The lead and guidewire were removed and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.